Event description:
Reportable based on device analysis completed on 15jan2024. It was reported that crossing difficulty occurred. The 71% stenosed target lesion was located in a severely calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device failed to cross the lesion due to calcification. The procedure was completed with another of same device. The patient condition is stable. However, device analysis revealed the sheath was torn off.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was torn off and kinks in the sheath assembly. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.